Event description:
It was reported that a device electrical reset was observed on the remote monitoring transmission and the device mode is mvp. A single parity error power on reset (por) restores the corrupted data and continues in the previous pacing configuration. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was further reported that the device experienced another power on reset (por). The patient was brought to the office for device interrogation, to clear the por, and to reload the software. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated a partial electrical reset.

Event description:
It was reported that a device electrical reset was observed on the remote monitoring transmission and the device mode is mvp. A single parity error power on reset (por)restores the corrupted data and continues in the previous pacing configuration. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the device experienced another por. The patient was brought to the office for device interrogation, to clear the por, and to reload the software.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 crdm non-defib lead implanted (B)(6) 2011. (B)(4).